Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited undefined impedance qualified as high and the implantable pulse generator (ipg) exhibited premature battery depletion. The pacing lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was the further reported that the pacing lead was capped.